Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report the patient's receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was reviewed, shows perpetual rebooting, firmware and screen error alarms observed. The functional test was unable to be performed due to call tech support displayed on screen. The reported event of unexpected receiver shutdown was confirmed. A root cause could not be determined.